Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra2 meter was displaying the error 5 message. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The pt reported that the alleged issue first occurred on six days before in the afternoon. She also mentioned experiencing shakiness after the reported issue began. The pt reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product. The pt's testing technique was reviewed to be correct and the condition of the test strips was also good. However, the issue was not resolved when a retest was performed with a strip from a new vial. This complaint is being reported because the alleged issue was not resolved and the pt reported experiencing symptoms suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.